Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device transmitted an af episode via merlin.net. Upon review, it was determined to be a false positive that was likely being caused by premature atrial complexes (pacs) and inconsistent r-to-r intervals. The recommended programming changes were made. The patient was stable before and after the programming changes.